Event description:
It was reported that the programmer had a broken rear door and that it was missing the power cord and the stylus pen. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Event description:
It was reported that the programmer had a broken rear door and that it was missing the power cord and the stylus pen. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) stylus pen and power cord are missing. Power cord bay door has broken tabs. Programmer upper hinge plate is damaged. One of the hinge plate bullet covers is broken. (B)(6) 2012: upon review this is not a reportable complaint and MDR (B)(4) is being redacted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.